Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  These surgical procedures are associated with numerous risks.  Bleeding and pericardial effusion tamponade are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use.  With review of the available information there is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was returned to the operating room (or) on (B)(6) 2016 for evacuation of tamponade. The patient required transfusion of several units of red cells, with no change in hemoglobin. The patient became hypotensive, echo confirmed anterior fluid collection. The flows dropped from 4.5 to 2 l/min. The patient was stable after or, patient had been on heparin only with therapeutic partial thromboplastin time. It was further reported that the patient had a recent pump exchange for thrombus (already reported to heartware). The patient had been controlled on heparin prior to the event. The clinical team does not believe the event was related to the device. The patient remains in hospital but is stable.

Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.